Event description:
Lab was drawing blood from pt's arm. Blood leaked around the sealed hub of the needle while pt's blood being drawn. The connection between needle and hub was not good.

Event description:
Add'l info rec'd from MFR 6/17/04: the lab was drawing blood from a pt's arm. The blood leaked around the seal hub of the needle while the pt's blood was being drawn. The reporter indicated that the connection between the needle and the hub was "bad". Although the actual complaint samples were not received for analysis and a lot number was not provided. However the following testing is routinely performed during the manufacturing process. Epoxy inspection: to ensure that the epoxy used to attach the needle to the hub has bonded properly, the assembly machine pull test each needle. Pull force test: there is a manual pre-test of a minimum of two hundred pieces per lot. This test entails pulling the cannula against the hub with a hunter force gauge. The 22-gauge cannula must withstand a 15-pound pull force to meet specification. Based on the above evaluation it appears unlikely that the needle-hub connection was the source of the leak. There was no lot identification number provided with this compliant therefore a device history review could not be conducted. A review of the product quality complaint database for like devices with similar reported issues was completed. The results indicated that during the past twelve months co has manufactured over 4,560,000 blood collection needles. There was one other compliant received for this product item number with this defect code.